Manufacturer narrative:
Device lot number and UDI section is unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported via an email notification of a product liability lawsuit that a product failure left part of a peripheral intravenous catheter (pivc) device bilaterally lodged in the patients lungs. On (B)(6) 2019 the patient had an outpatient cardiological nuclear study. Then on (B)(6) 2019 while in route to hospital in ambulance, the needle failure occurred. Emt attempted to insert an IV in the arm during transport, but the attempt failed. Upon removal of IV catheter, it was observed that the catheter not intact. The emt examined the patient for the missing end of the catheter. The emt looked for missing end of catheter, which was not present. Emt noticed a hard knot about the insertion point in the left accessory cephalic (ac) vein. The emt released the tourniquet and removed the catheter. On removal the emt noticed the catheter was not intact. Approximately 3/4 of the catheter was no longer attached and still in patient's arm. Subsequent examination of patient revealed that fragments of the catheter were noted on x-ray and CT to have migrated through the heart and to the pulmonary artery where they are lodged in patient's lungs bilaterally. Additional information was requested; however, no further information was received.